Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Medwatch number: mw5081844. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices ( unk_gel implants) has developed bilateral breast implants rupture. It was also reported that the patient has developed capsular contracture associated with breast implants. As a result patient had the device removed. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. Date of explanation is unknown. This report is for one of the two implant.